Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: during ion procedure, patient had significant bleeding and decompensated. CPR was not performed. Patient was placed on ECMO and admitted to ICU. No further details available. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major non-neuraxial surgeries. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003. A system log review was not performed because the reported adverse event is an inherent procedural risk associated with bronchoscopic and biopsy procedures. There was no allegation or indication that the device, its accessories, or its software malfunction.

Event description:
It was reported that after the ion portion of a lung biopsy was completed and while the physician was using a regular scope, a significant amount of bleeding occurred. The patient began to desaturate and started to crash. A code was called, but the patient did not require resuscitation. The patient was then placed on extracorporeal membrane oxygenation (ECMO) and was reported to be stable. The following information is unknown: the source and cause of the bleeding, the estimated blood loss volume associated with the bleed, and what medical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.